Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that a ar-9803-90 ablator, and a ar-4060s suturing set malfunctioned. This occurred on (B)(6) 2022 during an unknown procedure when using the ar-9803-90 the tip melted into the shape of a j, it was used at a temperature of 60/60. When using the protector, the doctor had to force the thread through as it was getting stuck. There was no patient effect reported.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the deformed ablator tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.